Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer report number: 3006705815-2022-17948 & 3006705815-2022-17949 it was reported that patient's programs would not appear while connected to the ipg and there was high impedance on the leads. As a result, surgical intervention was undertaken on (B)(6) 2022 wherein the ipg and leads were explanted and replaced to address the issue.

Manufacturer narrative:
The report of high impedance was confirmed. Analysis of lead b found it was cut during the explant procedure resulting in a terminal end segment and a stimulation end segment. Microscopic inspection of the terminal end segment found a kink on the outer tubing where all internal wires were broken. These fractures are consistent with an overstress condition or sudden event the lead was subjected to while still in vivo. The stimulation end segment was tested for continuity and no opens were found.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.